Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and ventricular implantable lead exhibited one out of range shock impedance measurement. All other lead measurements are good and stable and all shock impedance measurements prior to this one have been good. A patient data dump was performed and returned for analysis.